Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she wore her infusion device when she underwent an MRI, and now the device is displaying an e-7 error and is unavailable for use. The customer was unable to clear the e-7 message. The customer experienced elevated blood glucose levels and went to the hospital. The blood glucose results and treatment provided by the hospital was not provided. The customer was released from the hospital on (B)(6) 2017. The infusion device was requested to be returned for product evaluation.